Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the localization and extent of the skin lesion, most likely the alternate site burn was due to an instrument inadvertently coming into contact with the patient's left posterior thigh when she was moved from the prone to the supine position. The esu's user manual expressly warns that unintentional activation poses a risk of burns for both the patient and the user; instruments must be stored in a safe place. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a skin graft on the left lower leg. No information was provided regarding any of the accessories used in the surgery or the equipment's settings. Intraoperatively, a burn on the skin occurred on the patient's left posterior thigh (note: during the procedure, the patient was moved from the prone to the supine position). Provided photographs showed a 5 x 2 cm oval ulceration. No information was provided on how the burn/necrosis was treated.